Event description:
It was reported that the defibrillator was not charging. Further information was provided that it would not turn on with ac power and it is not charging the battery. There was no patient involvement.